Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that when she plugged her charger for her daughter's m41 chair the other night, it allegedly sparked.